Manufacturer narrative:
After further evaluation, it has been determined that the issue of the shipping boxes being wet was a service complaint issue and does not meet our reporting criteria.

Event description:
It was reported that shipping boxes as well as packages inside are wet with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, translated from french to english: we have just received bd 301073 syringes and one of the pallets is completely wet (lot 8278793). We see it on the boxes as well as on the bags inside. Therefore bags inside are wet and stained. We could not reserve the arrival of the pallet because with the foil we could not see this defect.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shipping boxes as well as packages inside are wet with a bd luer-lok¿ 3ml syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: we have just received bd 301073 syringes and one of the pallets is completely wet (lot 8278793). We see it on the boxes as well as on the bags inside. Therefore bags inside are wet and stained. We could not reserve the arrival of the pallet because with the foil we could not see this defect.